Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 423 mg/dl, 535 mg/dl and customer also experienced low blood glucose of below 50 mg/dl. Customer treated high blood glucose with insulin pump. Customer stated that customer got low blood glucose of below 50 mg/dl, ate lunch so blood glucose went up to 120 mg/dl and customer checked blood glucose on meter, it was 345 mg/dl. Customer also had blood glucose like 70 mg/dl and 80 mg/dl. Customer was on auto mode during the reported event. Customer had sensor glucose value of 117 mg/dl and insulin delivery was not suspended. Insulin pump will not be returned for analysis.